Event description:
The customer obtained a 266mg/dl and 113 mg/dl blood glucose comparison on the accu-chek aviva system. The customer states she obtained an additional comparison with blood glucose results of 300mg/dl and 140mg/dl on the accu-chek aviva system. On both occasions, test results were obtained within 10 minutes. No actions taken or treatment rendered. No adverse event reported. The customer is not sure if she obtained the 300mg/dl and 140mg/dl back-to-back results on accu-chek aviva system 1 or accu-check aviva system 2. New systems sent and return requested.

Manufacturer narrative:
This medwatch is for suspect device accu-chek aviva system 1. Reference medwatch is for suspect device accu-chek aviva system 2.